Event description:
It was reported that the custom had low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer declined helpline assistance and for document only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.